Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. The reported difficult or delayed positioning associate with possible anatomy interaction could not be replicated in a testing environment as it was related to patient anatomy and/or procedural circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue, difficult or delayed positioning associate with possible anatomy interaction, and tissue injury. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling. H6. Code 4614 was removed. Code 4624 was added.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. An xtw clip (41105r1101) was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. It was noted that there was possible anatomy interaction. Tissue damage was suspected due to the increase in mr. To further reduce mr, an xtw clip (41004r1034) was successfully deployed. To further reduce mr, an additional clip (41018r1027) was inserted into the mitral valve. However, it was observed that the first clip had partial detached from the posterior leaflet. It was noted that there was a possibility that the additional clip came into contact with the implanted clip. The additional clip was then implanted to stabilize the first implanted clip. Mr increased to a grade of 4. Patient was then transfer to surgery. There was no clinically significant delay in the procedure.